Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that she was hospitalized due to high blood glucose, and wanted to troubleshoot to make sure the insulin pump was working properly. The blood glucose reading at the time of the admission was 900 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Advised the patient that the insulin pump was working as designed. Nothing further was reported.